Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss/hair thinning"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy") and asthma ("return if asthma"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, fatigue, asthma and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, asthma, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: current weight 240 lbs discrepancy noted in essure insertion date - (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right and left cornua are sectioned revealing an embedded coiled metallic device') and back pain ('low back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, nabothian cyst, endocervical squamous metaplasia, adenomyosis, adhesion, uterine fibroid and cystoscopy. Concurrent conditions included obesity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and migraine ("migraines/headaches"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss/hair thinning"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy") and asthma ("return if asthma"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy with bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, fatigue, asthma and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, asthma, back pain, dysmenorrhoea, embedded device, fatigue, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: current weight 240 lbs discrepancy noted in essure insertion date - (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received: event 'the right and left cornua are sectioned revealing an embedded coiled metallic device', medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss/hair thinning"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy") and asthma ("return if asthma"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, allergy to metals, migraine, fatigue, asthma and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, asthma, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6) lbs. Discrepancy noted in essure insertion date - (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: plaintiff fact sheet received: case category updated to serious incident. Essure removal reported. Essure removal date added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.